Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cable had a cut and there was a leak. A leak also was found from the remote switches, and the rear cover label was vanished. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus senior field service engineer reported on behalf of a customer, the 4k camera head had no image displayed/black colored screen and the system was getting a colored bar display without the camera. The event was found during maintenance. There was no report of patient harm.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.